Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-jun-2023. H6: investigation summary: four samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Three samples expelled the solution with a normal flow. One sample did not expel the solution; these needles are clogged. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2010821. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
It was reported that prior use with bd safetyglide¿ injection needle the needle was blocked while preparing vaccine. The following information was provided by the initial reporter: a 1" bd safetyglide needle did not function properly, it seemed to be blocked (similar to the lot that was recently recalled) and I was unable to inject the liquid portion of a vaccine into the vial with the powdered portion (infanrix hexa). I switched needles and proceeded without incident. Impact of incident: no impact to client at all, the needle was never used on the client but only while preparing vaccine.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior use with bd safetyglide¿ injection needle the needle was blocked while preparing vaccine. The following information was provided by the initial reporter: a 1" bd safetyglide needle did not function properly, it seemed to be blocked (similar to the lot that was recently recalled) and I was unable to inject the liquid portion of a vaccine into the vial with the powdered portion (infanrix hexa). I switched needles and proceeded without incident. Impact of incident: no impact to client at all, the needle was never used on the client but only while preparing vaccine.